Event description:
Physician reported that pt was admitted to the hosp in 2004 with high blood glucose (500 mg/dl). Pt had self-treated with an injection of 30 u of insulin; however, their blood glucose did not decrease. Pt was treated at the hosp with insulin and fluids (type not provided).